Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture, loss of sensing, and oversensing. The right ventricular (rv) lead was found to be dislodged. The physician elected to explant and replace the rv lead. The patient was recovering following the procedure.